Event description:
Dealer advised where wheel attaches to the frame is bent on the right side. Dealer advised switched the wheel and noticed the issue. Dealer could not provide any further information.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.